Event description:
A surgeon reported, during a procedure, the probe did not cut. There was no pt harm reported. Add'l info rec'd indicated the probe did not aspirate. Another probe was used to complete the case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).